Manufacturer narrative:
A representative went to the site to preform a system check out. It was noted that the user was able to confirm the reported issue. They found the error message "error initializing collimator", and they found that the filter ladder was stuck inside the collimator. Once it was freed up and ran a motion calibration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system is not fully booting and is displaying errors. There was no patient present.